Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a hard disc failure error, the field engineer noted that the file system check failed and the system would not boot. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.